Event description:
Customer reported that the device was flushed and began to back flow. It was also noted that the pt passed away. It was also reported that the direct result of the expiration of the pt was related to a hemorrhage and not the device.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.